Event description:
It was reported that the patient was hit while riding on his bike and was thrown 20 feet. The patient got x-rays done at the hospital on (B)(6) 2011 in az. He was out in two days and was not told the results. The patient was in sc and had three spots broken in his shoulder blade and ribs and the hcp wanted to do an MRI. It was reported that the patient had crunching and snapping in his lower back now. It was also reported that the patient lost a patient device (probably referring to the transmitter) three years ago. The patient was unaware of the status of his device (probably referring to the receiver). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).